Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the device did not firmly attach to the skin and properly stretch the skin. There was no report of harm or delay. An alternate device was available for immediate use. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.